Event description:
The manufacturer received a voluntary medwatch (mw5104355) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The patient alleged having brest cancer, two surgeries and a month of radiation. The patient also using prozac, neurontin, metformin, losartan, omeprazole, vit d tylenol, zyrtec. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging breast cancer, two surgeries and a month of radiation. The patient also using prozac, neurontin, metformin, losartan, omeprazole, vit d tylenol, zyrtec. Related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
In previous report section h4 was captured incorrectly as: 03/07/2018 but it should be reported as: 07/03/2018. Section h4 was corrected in this report.

Manufacturer narrative:
Additional information was received on october 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5104355) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The manufacturer previously received information alleging breast cancer, two surgeries and a month of radiation. Additional information was received about allegation of eye irritation, dizziness, headache, nose irritation, asthma (new or worsening) and cancer. Section h6 health effects: clinical codes were updated.